Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had received multiple pump error. The customer¿s blood glucose level was unknown. The customer stated that some display had stopped there was no reading with how much was insulin was in the pump. The customer was advised to clear alerts or alarms immediately when they occur. The insulin pump will not be returned for analysis.